Event description:
It was reported that there was a power-on-reset (por) with code x400 when the manufacturer representative met with the patient at their first post-op appointment. It was noted that the device was in a very odd position ¿in¿ the right buttock. It was noted that the reporter saw an x608 por today. It was noted that there was a coupling problem. It was noted that an antenna locate was performed and a perfect number was obtained but they could not get any coupling. It was noted that the caller tried to move the antenna around but could not get coupling boxes to fill in. It was noted that fluoroscopy was performed to verify that the device was not flipped and was facing up. It was noted that the patient then lied down and saw 4 boxes on time for a short period of time and saw 2 boxes at other times. It was noted that during antenna locate the caller was getting 60 or 62 no matter where the antenna was placed. It was noted that the caller tried to palpate the skin and could not feel the device. Additional information received reported that the reporter spent more time with the patient and was able when the patient was standing to get good communication with the charger. It was noted that the implantable neurostimulator (ins) was in the fleshy part of the buttock and somewhat mobile. It was noted that this seemed aside from good antenna locate reading slightly more medial. It was noted that a firm cushion was utilized and the patient was able to charge over 25%. It was noted that the patient demonstrated understanding and ability to charge. It was noted that no intervention was planned at this time.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the ins was explanted and replaced. Under the category' ins/ipg receiver' the manufacturer representative checked "other" and next to the check wrote "over." It was noted that the patient had frequent charge sessions and multiple frustrations with charging. It was noted that the patient scheduled a pocket revision and came to the operating room with the battery discharged. A decision was made to go with a larger ins to ensure longer charge interval and less frustration for an elderly patient. The device was used in the patient. The intended use of the device was treatment. There was not a patient death. The patient was not in a clinical study. The device was replaced from a product from the manufacturer. The ins parameters were an amplitude of 6.7 a pulse width of 420 and a rate of 60hz. It was noted that "continuous" was checked. The patient's status after the device was removed was recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.